Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a partial lead (only the distal portion) was returned in one piece. Electrical testing found shorting between conductors. After dissecting the lead, the inner insulation was found abraded at the suture tie region. The cause of sensing noise was due to inner insulation abrasion consistent with suture tie down forces.

Event description:
Related manufacturer reference number: 2017865-2021-39212. It was reported that the right atrial (ra) lead exhibited oversensed noise and inappropriate automatic mode-switch. The patient presented for an ra lead revision. During the procedure, it was observed that the right ventricular (rv) lead became dislodged during the explant of the ra lead due to being attached to the ra lead via scar tissue grown around the leads. The dislodgement of the rv lead was confirmed via fluoroscopy. Both leads were explanted and replaced. The patient was stable.